Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported suspected intracapsular rupture diagnosed by ultrasound. The device remains implanted. This record relates to the right side.